Event description:
It was reported that during a procedure of the mildly tortuous, concentric, 75% stenosed, de novo proximal left anterior descending (lad) artery, after predilatation with a 3.0 x 15 mm non-abbott balloon the 3.5 x 15 mm xience prime stent delivery system (sds) was advanced in the guide catheter. It was noted that the xience prime sds shaft became kinked approximately 35 cm from the distal tip shortly after being advanced in the guide catheter. Additionally, to confirm if there was any damage caused on the sds, negative pressure was applied and blood return was observed coming into the indeflator. The sds was removed without reported incident and a different device was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough extra floppy, inflation: indeflator, guide cath: launcher. Evaluation summary: the device was returned for evaluation. The kink and tear were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.